Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The product family for this wound drainage product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the wound drainage product labeling are found to be adequate based on past reviews.

Event description:
It was reported that tissue grew within the holes of the wound drain, resulting in difficulty during removal. No patient injury reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that tissue grew within the holes of the wound drain, resulting in difficulty during removal. No patient injury reported.